Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing and the reported issue was not duplicated. No internal physical damage was identified.

Event description:
It was reported the device gave a "primary audible alarm background" alarm. No adverse effects reported.